Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone (10 mg/ml at an unknown dose) via an implanted pump for spinal pain indications. It was reported that the patient had their pump refilled and updated on wednesday and the patient went home and reported hearing the pump alarming every couple of hours since then. The hcp stated that they had updated the pump and adjusted the alarm intervals before they spoke. The agent had the caller end the session and interrogate the pump again and there were no alerts and no active alarm button. The pump logs were checked which showed pump updates on wednesday and today. The caller did the alarm test for the patient and the patient confirmed that the non-critical alarm was what they had been hearing. The agent reviewed that the alarm appeared to be silenced at this point. It was reported that the troubleshooting steps resolved the issue.